Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that the explant occurred on the same day as the implant, (B)(6) 2025. Lead and ins removal, as well as hematoma evacuation was performed. It was considered that taking anticoagulant medication was one of the contributing factors. After the emergency surgery on (B)(6) 2025, an additional hematoma was detected and another hematoma evacuation was performed on (B)(6) 2025. The hematoma was resolved. Additional information was received from a rep. It was reported that the situation was confirmed. The patient had a good recovery after the second surgery for hematoma removal, and no after-effects remained.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: unknown); product type: 0200-lead; implant date: (B)(6) 2025; explant date g2: the country of the event is jp h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for chronic pain. It was reported that three hours after the spinal cord stimulation lead and ins implantation surgery, the patient complained of difficulty moving their lower limbs and pain at the back incision site. The lower limbs are not completely paralyzed, and the patient can still feel touch. The stimulator is turned off. Regarding contributory causes it was noted that during the procedure, the angle of the puncture needle was quite steep, and the patient complained of pain when advancing the lead. There was a possibility that the lead may have had some physical impact on the spinal cord or nerves. During the procedure, the angle of the puncture was adjusted, but symptoms appeared after surgery. The issue was not resolved at the time of the report. It was noted that there was additional information from medical healthcare professional regarding this event and that the additional report was scheduled for september 26th. The patient outcome was listed as with health damage and the patient injury details were that the patient had been experiencing difficulty moving their lower limbs and back pain, and these symptoms we re ongoing. The physician's opinion regarding severity was severe and that the physician's opinion regarding the causal relationship was listed as procedure. Additional information was received. It was reported that on the night of the surgery, the patient¿s symptoms of difficulty moving their lower limbs did not subside, so an MRI was performed. An epidural hematoma was detected, leading to emergency surgery and complete removal.